Manufacturer narrative:
(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the white tracheal pilot balloon separated from the tracheal inflation line. The sample was sent to the manufacturing site for evaluation. The tracheal inflation line was compared to the bronchial inflation line. The length of the tracheal inflation line was shorter than the length of the bronchial inflation line. Additionally, the edge of the tracheal inflation line was diagonal in appearance. It appears that the inflation line was cut by a sharp object. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "white balloon separated" was confirmed based upon the sample received. The sample was returned with the white tracheal pilot balloon separated from the tracheal inflation line. The sample was sent to the manufacturing site for evaluation. The tracheal inflation line was compared to the bronchial inflation line. The length of the tracheal inflation line was shorter than the length of the bronchial inflation line. Additionally, the edge of the tracheal inflation line was diagonal in appearance. It appears that the inflation line was cut by a sharp object. Per the manufacturing process, both inflation lines are manufactured to the same specifications. Additionally, all et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
The complaint is reported as: "during the test of the device, the white balloon separated from the rest of the device. Clinical consequences: the device was replaced. No consequence because observed prior to use."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "during the test of the device, the white balloon separated from the rest of the device. Clinical consequences: the device was replaced. No consequence because observed prior to use."